Manufacturer narrative:
The serial number of the cobas 8000 - cobas e 602 module is (B)(6). Investigation is ongoing.

Event description:
There was an allegation of discrepant elecsys toxo igg results for one patient sample tested on a cobas 8000 - cobas e 602 module. The alleged sample initially generated a result of 107.3 iu/ml while the repeat result at another laboratory was negative. Additionally, a second tube from the same draw was repeated at the second laboratory and the result was again negative.

Manufacturer narrative:
Signals from the last calibration prior to date of measurement were found within expected ranges, however, exceeding the recommended calibration frequency. Additionally, qc recovery from the date of measurement was found to be within specified ranges. The alleged sample was returned for internal testing. The customer¿s result with elecsys toxo igg was reproducible and was assessed as correct reactive. The sample was non-reactive for anti-toxo igm and the anti-toxo igg is of high-avidity. Thus, an acute infection of the patient is unlikely and a remote state of infection is assumed. The investigation did not identify a product problem.